Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that during the procedure inconsistent force value displayed on the carto® 3 system during radiofrequency (rf) applications. The catheter was unplugged and replugged and the problem was unsolved. Then the connector cable was changed and the problem remained unsolved. The problem was solved when the thermocool® smart touch® sf bi-directional navigation catheter was changed. The procedure was completed. Procedure time was lengthened by 5 minutes. There was no patient consequence. The customer¿s reported force issues are not considered MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-aug-2021, the bwi product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found a reddish material inside the pebax, a hole in the pebax. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device is compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and force evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material was observed in the pebax and a hole was found on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The evaluation determined that the cause of pebax damage cannot be established. The event described force high was unable to duplicate during the product investigation. However, the blood found inside the pebax area may contributed to the high force reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contain the following warning in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).